Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in hospital for unrelated reasons to the device, when post paced t wave oversensing was observed. The device was reprogrammed. Patient monitoring will continue.